Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of bleed back in the catheter was inconclusive because the clinical conditions in which the alleged event was reported to have occurred could not be reproduced. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received assembled a two-piece connector. Usage residues were observed throughout the sample. An attempt to infuse water through the sample using a 12mlsyringe revealed the sample to be patent to infusion and aspiration with no observed leaks. No leaks were observed during hydraulic pressurization of the sample. Microscopic inspection of the catheter length confirmed usage residue inside and out. Inspection and manipulation of the valve was unremarkable. No deficiencies were discovered during evaluation of the returned sample; however, clinical conditions could not be replicated. Consequently this complaint is inconclusive at this time.. A lot history review (lhr) of reau1294 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that preflushing was done and all other institutional protocol applied but there was bleed back in catheter prior to procedure completion. No patient harm was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reau1294 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that pre-flushing was done and all other institutional protocol applied but there was bleed back in catheter prior to procedure completion. No patient harm was reported.